Event description:
During the device evaluation of the duodenovidescope, the z-block was found to have foreign objects. Additionally, the adhesive around the objective lens was scratched, and the inside of the light guide lens was discolored. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.